Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of within-run precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of service actions acceptable vitros amon performance was observed. The assignable cause of this event was instrument related.

Event description:
The customer obtained higher and lower than expected vitros amon quality control results on a vitros 5600 integrated system. Vitros amon qc results of 145.8 and 225.2 mol/l vs. Expected result 184.5 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient samples tested during the time frame of the event were in question. However, the investigation cannot rule out that patient sample were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).